Event description:
It was reported to philips that the system did not boot up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the issue occurred. On site analysis by a field service engineer (fse) identified that the suite pc software was the cause for the system not starting. To resolve the issue, the fse reinstalled suite pc software. After the software reinstallation, the system was returned to use in good working order. To date, there has been no recurrence of this issue reported by the customer. The codes were updated based on the investigation outcome.